Event description:
It was reported that distal tip detachment occurred. The target location was located in the heavily calcified unspecified artery. A v-14 control wire was used to cross the lesion. During the case, the polymer jacket at the distal tip of the device was cut off. The heavily calcified lesion might have caused the defect. The cut-off jacket was retrieved along with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has the distal tip damage. The visual inspection was performed and the device presents: the polymer coating peeled at 298.5cm to 299.1cm approx. From the proximal end; moreover, the distal tip is kinked and bent at 298.5cm approx. From the proximal end to distal end. Dimensional inspection: all the outer diameter taken according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The target location was located in the heavily calcified unspecified artery. A v-14 control wire was used to cross the lesion. During the case, the polymer jacket at the distal tip of the device was cut off. The heavily calcified lesion might have caused the defect. The cut-off jacket was retrieved along with the wire. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.